Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician used a rapidcross balloon catheter during procedure. It is reported that after the first inflation, there was an area in the artery that required angioplasty again, so the physician reinflated the balloon. It is reported that the balloon ruptured. No calcium was present. The balloon was inflated to 8 atm. There was no harm to the patient. Another .014 balloon was used to finish the procedure. Evaluation summary: the rapidcross pta rapid exchange balloon dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The rapidcross catheter was returned loose within a nested series of pouches. Sanguine tinted fluid was note within the inflation lumen of the rapidcross including the balloon chamber. The catheter was examined no kinks or fracture sites were noted. The balloon chamber material was in a post inflated profile: not tightly wrapped or winged. The guidewire lumen noted within the balloon chamber was serpentine. A 10cc water filled syringe was attached to the proximal hub and a vacuum was pulled: air bubbles and sanguine tinted fluid was observed entering the syringe barrel. The syringe was pressurized to inflate the balloon: fluid was observed exiting the proximal guide wire port. A 0.014in guidewire was loaded through the distal tip and advance out the proximal guidewire port. A small leak in the inflation lumen was noted in the area of the proximal port. All components of the device accounted for.